Event description:
Clinical narrative: a 69-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage d) was supported with an impella cp (sn (B)(6) placed percutaneously via the right femoral artery on (B)(6) 2026 at 16:20. During or shortly after insertion of a repositioning sheath, the side port was flushed with contrast, which demonstrated no perfusion distal to the impella catheter. Subsequent clinical assessment revealed loss of distal pulses in the affected limb, indicating development of right lower extremity limb ischemia. A distal perfusion catheter was promptly placed, resulting in restoration of blood flow to the limb and resolution of ischemia. The impella device remained in situ and continued to provide hemodynamic support; device removal was not required due to this event. The patient had a known history of peripheral arterial disease/peripheral vascular disease, which may have contributed to the event. Care was withdrawn and impella cp was explanted on (B)(6) 2026 at 07:00, coinciding with the patient¿s death. Although the limb ischemia resolved following placement of the distal perfusion catheter the injury was attributed to impella support due to femoral arterial access¿related flow compromise occurring after the 24-hour threshold. Device outcome involvement was assessed as unknown. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support. The device will not be returned. Device involvement cannot be fully assessed without product evaluation and device return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.